Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.

Event description:
During a procedure the surgeon decided to remove a connection and the locking cap become stuck. After attempting to remove the cap with various instruments, surgeon decided to cut the rod in order to remove the stuck locking cap.